Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests. There was no prime or rewind anomaly or error alarm noted during testing. No damage was found on the motor and force sensor resistor. The insulin pump was received cracked at the corner display window, broken battery tube threads, scratched on the lcd window, and cracked at the reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damages on the insulin pump include a crack at the corner display window, broken battery tube threads, a scratch on the lcd window, and a crack at the reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump kept making her rewind to change the set the previous night. Customer stated that every time she tried to fill the tubing, the pump would suddenly prompt to rewind again. Customer's blood glucose was over 600 mg/dl this morning. Customer took a manual injection and it came down. Customer stated that her blood glucose went up over 600 mg/dl again one she hooked up to the pump. Customer was changing her set and she had the rewind prompt again. Customer was able to get out of the loop to check the alarm history. There were no alarms that would have caused the anomaly. Customer stated that she wants a replacement pump. A replacement will be sent to the customer. Customer called back and stated that she did not have any infusion sets. Customer's blood glucose was 560 mg/dl. Customer was sent 4 infusion sets and 4 reservoirs.